Event description:
It was reported that during a transurethral resection of the prostate procedure, after 10 min lasering, the fiber tip broke. Then, a second fiber was used and after 7 minutes of lasering, this fiber broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the first broken fiber.

Event description:
It was reported that during a transurethral resection of the prostate procedure, after 10 min lasering, the fiber tip broke. Then, a second fiber was used and after 7 minutes of lasering, this fiber broke. Due to this, the procedure was completed using another device. There were no patient complications. This complaint is for the first broken fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the fiber confirmed the connector cone, segments, and tabs appear in good condition and secured, the control knob is attached and aligned with fiber and can rotate the fiber. The microscopic analysis determined the glass cap exhibited a distal circumferential fracture, a glue failure and severe level of devitrification, that is normal degradation of the fiber which occurs through use of the fiber and should not be considered a failure mode. It was also confirmed the metal cap exhibited severe charred detritus adhesion on its surface which is indicative of heavy tissue contact during the procedure. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. There was no fiber damages identified that could have caused or contributed to the reported. The broken fiber tip complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.